Manufacturer narrative:
Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested extensively over the course of several hours and the reported failure could not be reproduced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s3 double head pump stopped and displayed an alarm during a procedure. There was no report of patient injury.